Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result.

Event description:
On january 24, 2022, the lay user/patient¿s daughter contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio reflect meter displayed an ¿error 2¿ message during testing. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the error message appeared on the morning of (B)(6) 2022. The patient manages her diabetes with a combination of oral medication (1 pill of gliclazide and 1000 mg metformin). The reporter denied the patient made any changes to her usual diabetes management regimen when she was unable to test her blood glucose due to the error message appearing. The reporter claimed that on (B)(6) 2022 at 8:00 pm, the patient became ¿really thirsty, her tongue was really sick, she had a lot of fatigue and she felt like she was swaying like the bottom was falling out¿; symptoms she associated with a high blood glucose level, after searching the symptoms online. The reporter claimed she gave the patient water and advice to do some exercise, as treatment for the symptoms. No other device was used for testing. The reporter informed the cca that the patient had lost a lot of weight recently which she stated could also be a factor in the event. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca confirmed the correct test strips were being used and were in good condition. The cca was unable to walk through resolving the issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after she was unable to test her blood glucose due to the reported issue. The subject meter could not be ruled out as a contributor to the event.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter was subject to a functional test; the meter passed testing with no faults found. The subject meter powered on, and a glucose result was generated as designed; no error message was observed. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2022, the lay user/patient¿s daughter contacted lifescan (lfs) canada, alleging that the patient¿s onetouch verio reflect meter displayed an ¿error 2¿ message during testing. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the error message appeared on the morning of (B)(6) 2022. The patient manages her diabetes with a combination of oral medication (1 pill of gliclazide and 1000 mg metformin). The reporter denied the patient made any changes to her usual diabetes management regimen when she was unable to test her blood glucose due to the error message appearing. The reporter claimed that on (B)(6) 2022 at 8:00 pm, the patient became ¿really thirsty, her tongue was really sick, she had a lot of fatigue and she felt like she was swaying like the bottom was falling out¿; symptoms she associated with a high blood glucose level, after searching the symptoms online. The reporter claimed she gave the patient water and advice to do some exercise, as treatment for the symptoms. No other device was used for testing. The reporter informed the cca that the patient had lost a lot of weight recently which she stated could also be a factor in the event. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca confirmed the correct test strips were being used and were in good condition. The cca was unable to walk through resolving the issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after she was unable to test her blood glucose due to the reported issue. The subject meter could not be ruled out as a contributor to the event.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result.